Event description:
It was reported an asymptomatic patient presented in clinic for follow up when double-counting r-waves was observed. The patient received inappropriate high voltage therapy during oversensing. Device was reprogrammed and patient will be monitored.